Manufacturer narrative:
Corrected data d1 ¿ brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2014 to the bilateral back flanks with a coolcurve+ applicator, on (B)(6) 2014 to the lower abdomen with a legacy coolmax applicator, on (B)(6) 2014 to the bilateral back bra roll and the bilateral upper abdomen using the coolcurve+ applicator, on (B)(6) 2015 to the bilateral front flanks with a coolcurve+ applicator, on (B)(6) 2015 to the upper abdomen with a coolcurve applicator, on (B)(6) 2015 to the mid back with a coolcurve applicator, and on (B)(6) 2016 to the bilateral upper abdomen and bilateral posterior flanks using a coolcore applicator who developed paradoxical hyperplasia (pah/ph) five to six months after treatment.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2014 to the bilateral back flanks with a coolcurve+ applicator, on (B)(6) 2014 to the lower abdomen with a legacy coolmax applicator, on (B)(6) 2014 to the bilateral back bra roll and the bilateral upper abdomen using the coolcurve+ applicator, on (B)(6) 2015 to the bilateral front flanks with a coolcurve+ applicator, on (B)(6) 2015 to the upper abdomen with a coolcurve applicator, on (B)(6) 2015 to the mid back with a coolcurve applicator, and on (B)(6) 2016 to the bilateral upper abdomen and bilateral posterior flanks using a coolcore applicator who developed paradoxical hyperplasia (pah/ph) five to six months after treatment.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. Second treatment office: practice name: (B)(6). Provider name: (B)(6). Contact name: (B)(6). Address: (B)(6). Telephone number: (B)(6). Email: (B)(6). Assessment office: practice name: (B)(6). Provider name: (B)(6).contact name: (B)(6). Address: (B)(6). Telephone number: (B)(6). Email: (B)(6).